Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00940 addresses the other device. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat foot switch were used during a procedure. According to the complainant, the user noted that cautery was successful at one location within the patient, but unsuccessful at the next. The active cord in use was replaced, which did not resolve the issue. However, the procedure was completed using the same endostat ii with no patient complications.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown. (B)(4) for the reported event: system failed to deliver energy. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.